Event description:
It was reported that the right ventricular lead's impedance and thresholds have been gradually increasing over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 4004m58 implantable pacing lead (B)(6) 1991. (B)(4).